Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. The patient initially contacted ts to troubleshoot an m31 air detected in cassette alarm. After failing to bypass the alarm, the patient was advised to reboot the cycler. The reboot recovery failed, and the patient was then told to cancel the treatment. When the patient opened the cycler door to remove the cassette, fluid was observed leaking out. The patient was unsure what caused the leak, and they did not know where the leak was coming from exactly. Per the patient, no visible damage was identified on the cassette. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. During follow up, the patient stated that they did not complete their treatment. However, there were no adverse effects due to the incomplete treatment. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains. The patient confirmed that they notified their peritoneal dialysis registered nurse (pdrn) of the event. As a precaution, the patient was prescribed prophylactic antibiotics (type and dose unknown), administered one time via intraperitoneal injection. Despite the prophylactic antibiotics, the patient confirmed they did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed that they received the replacement cycler and were continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.